Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized last (B)(6) 2015 for diabetic ketoacidosis however it was not due to the insulin pump. Customer stated he had urinary tract infection that caused diabetic ketoacidosis. Customer's blood glucose was 1012 mg/dl. Customer was vomiting and passed out. Customer's wife found patient unresponsive, fingertips were purple, unable to talk right and dizzy. Patient was not in an accident. Customer he thought he was wearing the insulin pump at the time of the event but he was told that it was empty when he got in the hospital. Customer was in the hospital for a week and was on a drip and the last few days he was on a pen. No further information provided.